Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02152. (B)(4) study. It was reported that chest pain and waisting of the stent occurred. In (B)(6) 2012, the patient presented due to unstable angina. The patient underwent a stress test that was abnormal and coronary angiography was subsequently performed. Target lesion #1 was a de novo lesion located in the distal portion of the saphenous vein graft (svg) to the second obtuse marginal (om2) branch with 95% stenosis and was 12mm long with a reference vessel diameter of 4.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00x16mm promus element plus stent. Following post-dilation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the distal portion of svg to right posterior descending artery (r-pda) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with direct placement of a 3.00x24mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the hospital with complaints of chest pain on exertion associated with shortness of breath. The patient was hospitalized for further treatment and coronary angiography was subsequently performed. On the same day, during pre-dilatation of the 95% isr of the previously placed stent, a waisting of the previously placed stent was noted which was expanded using a 4.00 x 16 mm promus balloon. The 95% isr of the previously placed stent located in svg to om graft was treated with pre-dilatation and placement of 4.00 x 24.00 mm long promus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Three days later, the event was considered resolved and the patient was discharged on aspirin and prasugrel.